Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 475cc mentor memorygel breast implant and experienced right-sided grade iii capsular contracture postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo explantation on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022, the suspected medical device was returned for evaluation. On (B)(6) 2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed a crease/fold on the anterior view. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the replacement device used on the right side on (B)(6) 2022 was catalog number 3504754bc; serial number (B)(6). Manufacturer's reference number: (B)(4).